Event description:
Same article as: MDR ID#: 2134265-2013-08399, 2134265-2013-08402, 2134265-2013-08403. It was reported via "a diffusion-weighted magnetic resonance imaging-based study of transcervical carotid stenting with flow reversal versus transfemoral filter protection" that a new lesion was noted post-procedurally. In procedures performed between april 2008 and june 2009, patients with extracranial internal carotid artery stenosis >70% and a minimum distance of 5cm from the carotid bifurcation to the clavicle were treated preoperatively with aspirin and clopidogrel. Approach was either via a transcervical incision with flow reversal or transfemorally. Either a carotid wallstent or a nonbsc stent was deployed. Both groups were prescribed a daily dose of acetylsalicylic acid and clopidogrel for one month post-procedure. New post-procedural dwi-MRI-detected cerebral ischemic, subcortical, ipsilateral to the treated side lesions were found in four patients treated transcervically (2 patients had 1 lesion, 1 patient had 2 lesions, 1 patient had 5 lesions) and 11 patients treated transfemorally (9 patients had 1 lesion, 2 patients had 2 lesions). All lesions were <5mm in diameter, localized in the white matter, and asymptomatic. No further complications were reported for any patient, including no new neurologic events, deaths or hospital admissions during the follow-up period.

Manufacturer narrative:
Ignacio leal, antonio orgaz, ángel flores, jose gil, rubén rodríguez, javier peinado, enrique criado, manuel doblas, a diffusion-weighted magnetic resonance imaging-based study of transcervical carotid stenting with flow reversal versus transfemoral filter protection, journal of vascular surgery, volume 56, issue 6, december 2012, pages 1585-1590, issn 0741-5214, http://dx.doi.org/10.1016/j.jvs.2012.05.107. (Http://www.sciencedirect.com/science/article/pii/s0741521412014231). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).